Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage, pace/sense portion of the right ventricular (rv) lead had "failed." An intervention was completed and the low voltage portion of the lead was capped and a new pace/sense lead was added. The high voltage / defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.